Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, false pause episodes due to undersensing were observed. No intervention was performed at this time, an in-clinic follow up appointment is anticipated. The patient was stable.